Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The pump was cracked on right plunger case. The syringe plunger not in place was found at syringe test and failed syringe plunger sensor test. Error history log review found a syringe plunger not in place error. The root cause of the reported issue was found to be q1 had broken off from plunger board and plunger board broken off from glued. Actions were taken to mitigate the reported issue: replaced plunger board. Performed preventative maintenance and all functional testing which passed.

Event description:
It was reported that the pump had a syringe clamp not register/ syringe plunger sensor error. No patient injury was reported.